Manufacturer narrative:
The door winch assembly was returned to the manufacturer for evaluation. Visual inspection found that the motor was physically damaged as the driver gear teeth were worn. It was noted that the nut used to manually adjust the door was sheared off.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the rotor bar was in wrong position and a door winch assembly was replaced. Door mechanism would not open and close properly. Representative found a rotor bar rollers had jumped off track. The rollers were corrected and the door mechanism was readjusted. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Representative reported that when trying to open the door winch assembly was damaged. A nut was broken off. The suspect parts have not been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the site had difficulty opening gantry door of the imaging system and had to use manual override to open the gantry. During conversation with medtronic representative site stated that the using the automatic open sequence with the yellow button was not functioning prior to manual override. Site mentioned that trying to align the tube/detector, moving the gantry in opening number 2 and the key was inserted . During troubleshooting, medtronic representative suggested site to make sure the tube and detector were aligned and the key was properly inserted before turning the ratchet on opening number 2. Site also mentioned that the gantry door was opening side ways about one or two inches and would stop moving. When torque was applied, site reported that a sound was heard and doors were no longer moving. The patient had to be removed from gantry by site. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No information was provided on patient outcome.